Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pelvic and vaginal area pain, frequent urinary and vaginal infections, abdominal inflammation, and inability to walk, stand, bend, sit in anyone position for more than a few minutes without experiencing a sharp poking sensation. It was reported that patient underwent mesh revision on (B)(6) 2011 due to pain and discomfort. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional patient codes: (B)(4) - incontinence additional information: additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2014 by (B)(6) due to mesh erosion and stress incontinence at (B)(6).